Event description:
On (B) (6) 2010, the patient reported experiencing elevated blood glucose for the past couple of days. She stated on (B) (6) 2010, her blood glucose measured "hi' on her blood glucose monitor and she changed her infusion site and bolused "over and over." She stated she "has even used an insulin pen and probably had over 100 units of insulin." She changed the insulin cartridge and at 12:00am on (B) (6) 2010, her blood glucose continued to measure "hi." Her blood glucose measured 474 mg/dl at 8:00am and lowered to 265 mg/dl at 11:15am. During troubleshooting, the patient was instructed to disconnect from the infusion site and to prime and insulin did emerge from the infusion tubing. She programmed several boluses and no insulin emerged. She then found the infusion tubing was cracked and insulin was leaking. She stated she would change "everything." Upon follow up on (B) (6) 2010, the patient stated she had no further issues. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.